Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed, and the device was considered to have met its specifications. Therefore, a further cause of the suggested phenomenon could not be presumed. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a crack; control knob play in the up/down direction was not in specification; and reduced angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope displayed a b30 (scope communication error) and e315 (unsupported scope error) during preparation for use for an unspecified procedure. There were no reports of patient harm or impact associated with this event.